Manufacturer narrative:
This event concerns a lead that was manufactured and used outside the united states. Review of ICD memory data.

Event description:
The lead involved in this MDR report was connected to an alto 2 dr implantable cardioverter defibrillator. The physician reported that the patient was admitted in emergency in the hosp because he was found unconscious in his car. Upon interrogation of the ICD device, memory data showed that some arrhythmias were detected but not reduced because of an overload (an overload indicator that the defibrillator did not deliver the corresponding shock because it found too low a load resistance for the programmed shock energy, with a risk of damaging the ICD generator).